Manufacturer narrative:
Conclusion: complaint confirmed for the fusion oxygenator's leak. The device did not return for analysis, however, the issue was verified via the customer-provided photos and videos. The video appears to show evidence of a fiber leak. Review of this unit's device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and visual inspections during manufacturing. This type of leak rarely occurs because the fusion hfo is 100 % leak tested during production and any leaks identified during testing are discarded, this device was found to be acceptable during production. The detection of leaks prior to the distribution of the device has helped keep the occurrence rate of fiber leaks in the affinity fusion oxygenator at an acceptable rate. Fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer observed a fiber leak from this fusion oxygenator. The device was used to complete the procedure and there was no patient impact associated with this event additional information confirms that minimal blood was lost as a result, 100 to 200 ml. A transfusion was not required as a result of the leak. The circuit was primed for 40 minutes, use of the device was continued and this caused no change to the input. There was no damage to the device or packaging and no visible air in the system/ tubing. Heparin was used as anti coagulant and saline was used for priming. The perfusion record will not be provided. The device will not be returned due blood contamination.